Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported psi value doesn't seem accurate. Additionally, the values went up to around 80 without other signs of waking up or muscle movement. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned sensor was evaluated. During inspection, the sensor passed visual analysis; however, failed continuity testing due to open r1, r2, l2, cb across the electrodes. The sensor was returned used and could not be tested on the forehead for functional test., corrected data: d1: brand name was updated from "sedline eeg sensor" to "rd sedline sensor". Model # was updated from "4248" to "4248-9". Catalog # was updated from "2479" to "4248". UDI # was updated from "(B)(4)" to "(B)(4)".